Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4 exp date; h2; h3; h4; h6. No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet m2a-magnum 42-50mm tpr insrt-3 0/-3mmt1 cat#139254 lot#630750. Biomet m/h ha por fmrl 11x160mm cat#21-104111 lot# 814730. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05682.

Event description:
Patient¿s legal counsel reported bilateral patient underwent left total hip arthroplasty. Legal counsel further reports that patient's left hip was revised approximately 13 years later due to pain, elevated metal ion levels, and metallosis. No further event information available at the time of this report.